Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjw2608. Visual inspection noted the catheter balloon was asymmetrical. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty and no leakage was present. The concentricity of catheter balloon is 80/20. The balloon deflated only 0.6ml of methylene blue solution within 5min. After deflation, mushrooming was observed. No leakage of sterile water was observed from the foley catheter, and the condition is within specification as per the inspection procedure ip7603444, revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, sterile water leaked from the foley catheter. Leak location was unknown. Per sample evaluation results received on (B)(6) 2025, visual inspection noted that the catheter balloon was asymmetrical and ballon concentricity 80/20. Only 0.6ml deflated within 5min.

Event description:
It was reported that during pre-test, sterile water leaked from the foley catheter. Leak location was unknown.

Manufacturer narrative:
The initial reporter's phone number is (B)(6). The complete initial reporter's facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.